Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration and endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the final angiography, type ii endoleak from lumber artery was confirmed. No treatment was performed toward type ii endoleak and the procedure was completed. On (B)(6) 2020, it was confirmed that the diameter of the right common iliac artery was enlarged. The device migration to the proximal with distal type I endoleak was detected. On (B)(6) 2020, reoperation was performed. The right internal iliac artery was embolized and a stentgraft was additionally placed on the distal side. The endoleak was resolved and the procedure was completed.